Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced needle and holder separation / spin out. The following information was provided by the initial reporter. The customer stated: my colleague informs that the part that appears to be faulty is the thread on the non-patient end. When it has been screwed into the vacutainer, when the blood bottle is then pushed on the spiked area the thread does not hold the tube in place and detaches itself. This has happened several times. There appears to be a fault with the insertion spiked piece that goes into the vacutainer/blood bottle. On several occasions it has broken off and the needle end still being in the patient. As the needle was contaminated with blood it was disposed of in the correct manner.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed, it was confirmed that the fg-la was disconnected from a holder which seemed to be made by greiner. However, we were unable to confirm if there were any abnormalities such as damage on the fg-la based on the photo. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced needle and holder separation / spin out. The following information was provided by the initial reporter. The customer stated: my colleague informs that the part that appears to be faulty is the thread on the non-patient end. When it has been screwed into the vacutainer, when the blood bottle is then pushed on the spiked area the thread does not hold the tube in place and detaches itself. This has happened several times. There appears to be a fault with the insertion spiked piece that goes into the vacutainer/blood bottle. On several occasions it has broken off and the needle end still being in the patient. As the needle was contaminated with blood it was disposed of in the correct manner.